Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 436 mg/dl. Troubleshooting did not occur. Customer advised their blood glucose level was high because they had just eaten their food. The insulin pump was not returned for analysis.